Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture 8 days post-insertion. The indication for use was cardiogenic shock. The patient expired 8 days post-insertion.